Event description:
It was reported that a lead impedance warning was triggered. The right ventricular (rv) lead exhibited high superior vena cava (svc) coil and high-voltage coil impedance. A lead fracture was suspected. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned for analysis. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.